Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of an emerge balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen and the balloon was tightly wrapped. The hypotube was kinked in multiple places and broken in two 55cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm emerge balloon catheter was selected for use to treat the lesion. Upon introduction of the device, the shaft broke just below the second marker. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm emerge balloon catheter was selected for use to treat the lesion. Upon introduction of the device, the shaft broke just below the second marker. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.